Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner and cracked battery tube threads.

Event description:
The customer reported receiving no delivery alarms when trying to delivery boluses. Customer's blood glucose was at 336 mg/dl at one point, so customer took an injection before receiving a no delivery alarm when trying to bolus. At the time of the report, customer's blood glucose was 111 mg/dl. During troubleshooting, insulin exited during a 5.0 unit fixed prime. Upon removal of infusion set, the cannula was not bent. When running an additional fixed prime, the insulin pump alarmed no delivery. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.